Event description:
A customer reported receiving unspecified low readings from the freestyle libre sensor and experienced symptoms of hyperglycemia including vomiting and "flare." The customer had contact with a healthcare professional who obtained glucose readings of 228 mg/dl and 336 mg/dl on their meter and administered unspecified IV for treatment and cenadrin suppositories. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.